Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was not able to be drawn using a catheter extension set. This occurred during patient use in the emergency department. The reporter stated that normal blood flow was observed with the catheter. Once the extension set was connected, no flow was observed. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.